Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in-clinic with several inappropriate mode switches due to competitive atrial pacing. Programming changes were made. Patient's condition was fine.